Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence with multiple cartridges and that the insulin gauge was inaccurate. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was 217 mg/dl. Reportedly, customer continued using pump for insulin therapy.